Event description:
I inserted a urinary catheter and when I removed it, I discovered the end was missing. The catheter was cut on a diagonal on the in-flow side. On (B)(6) 2019 I inserted catheter and when catheter cut, I removed it. I noticed the "in flow" insertion end was missing. I reported this to the prescribing clinic. On (B)(6) 2019 I had a bladder endoscope to see if the missing piece was in the bladder or embedded in the wall of the bladder. I have no sensation and use catheter since (B)(6) /1993 spinal cord injury. Defective catheter was brought to clinic that day. Treatment for uti started (B)(6) 2019 may or may not be related to this. On (B)(6) 2019 catheter with cut on "outflow" side of catheter found. This end was missing. This catheter will be given to (B)(4) mckesson + bard when I get my next prescription order. Another catheter found with a diagonal cut on the "out flow" side of the urinary catheter (B)(6) 2019. Reported this to (B)(4) (B)(6) 2019 by me.